Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on the bluescreen and failed to open the explicitly specified database due to corruption. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the bluescreen and failed to open the explicitly specified database. A technical support specialist resolved the issue by upgrading the device to version 1.11. The system functioned as intended after the technical support specialist troubleshot the device.